Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure stent deployment issues occurred. The lesion was located in the common iliac artery to the external iliac artery. The lesion characteristics are unknown. A 6fr introducer sheath was placed and the 7.0mm x 60mm x 75cm express vascular ld pre-mounted stent delivery system (sds) was advanced to direct stent the lesion. As the physician attempted to deploy the express vascular ld stent, the stent did not fully expand and was noted to be 'funnel shaped'. The physician attempted to advance the express vascular ld sds balloon through the express stent, however, this attempt was unsuccessful. The introducer sheath was exchanged to a 7fr. Next, a 9mm synergy balloon catheter was advanced through the express vascular ld stent, the balloon was inflated, and the express vascular ld stent expanded and the procedure was completed. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: the device was not returned, therefore, a technical analysis could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was further reported that the proximal end of the express vascular stent expanded and the distal end of the express vascular stent did not expand.